Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited insulation damage, rising impedance measurements, oversensing and noise. The pase/sense portion of the lead was capped and a new low voltage lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.